Manufacturer narrative:
The device was returned and is currently in analysis. When additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient states he was a testing patient for our company and after receiving his cardiac resynchronization therapy defibrillator (crt-d), he was still syncopal. Our records indicate the device was recently replaced for normal battery depletion. There have been no allegations from a medical professional. Our company has no information indicating whether the device was associated with the patient's symptoms.